Event description:
It was reported that during an in-clinic follow-up, the device was interrogated and revealed right ventricular (rv) lead noise episodes that resulted in oversensing and inappropriate high voltage therapy. It was suspected that the rv lead was damaged, however, no anomalies were noted during the revision procedure. The rv lead was capped and replaced to resolve the event and the patient was stable.